Event description:
Rec'd maude report stating that the 840 ventilator stopped cycling while in use on a pt. It is unk if the pt was injured or harmed. Neither ventilator serial number nor customer info was available. (B) (4).